Manufacturer narrative:
As reported, when retracting the shuttle and sheath of the 5f mynxgrip vascular closure device (vcd), the white advancer tube did not come out. There was no reported patient injury. The deployer¿s training status was mynx certified. A 5f non-cordis sheath was used with the device. The device was used on the femoral artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5mm. There was no presence of calcium or peripheral vascular disease (pvd) in the vicinity if the puncture site. The device was used for an interventional peripheral for an aorta abdominal angiography case. The procedure used an antegrade approach. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of the patient¿s existing hospitalization. The patient¿s outcome after the mynx event is recovered. The mynxgrip was then deflated and the doctor converted to manual compression to complete the procedure. Manual compression was done for less than 30 minutes. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock. The shuttle was advanced distally with no resistance felt. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1925603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was confirmed during analysis of the returned device based on the condition in which the device was received. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when retracting the shuttle and sheath of the 5f mynxgrip vascular closure device (vcd), the white advancer tube did not come out. Therefore, the mynxgrip was then deflated and the doctor converted to manual compression to complete the procedure. Manual compression was done for less than 30 minutes. The deployer¿s training status is mynx certified. A 5f non-cordis sheath was used with the device. The device was used on the femoral artery. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type is arterial. The vessel diameter was verified to be greater than or equal to 5mm. There was no presence of calcium or peripheral vascular disease (pvd) in the vicinity if the puncture site. There was no reported patient injury. The device was used for an interventional peripheral for an aorta abdominal angiography case. The procedure used an antegrade approach. Patient¿s outcome after the mynx event is recovered. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of the patient¿s existing hospitalization. Other additional procedural details were requested but were unknown.